Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The case was a right femoral access angiogram left leg. Once the case was completed the catapult sheath was pulled back for an angio-gram. Angio-gram was attempted; however, the sheath was out of the artery. Wire access was still maintained. They exchanged for a shorter sheath and did an angiogram of the entry site. Deployment of angio-seal went fine. The tech stated there was a hematoma after deployment. The doctor used ultrasound to investigate and stated the angio-seal looked fine. He thought there was bleeding when they took the catapult sheath out. They held pressure and put on a fem stop. The patient was brought to recovery. Additional information was received on 22sep2025: the procedural sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The angio-seal performed hemostasis as intended when deployed. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was stable, they did another duplex ultrasound a few hours after the procedure, and the angio-seal looked good. The patient was discharged the same date with no issues. The approximate size of the hematoma was unknown. There was swelling and pain. There was no numbness, faint pulse, weakness in movement. There was no history of bleeding disorder reported. The posterior wall of the artery was not punctured. The patient was on heparin during the procedure, unknown dosage.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6b: explanted date: device was not explanted . E3: occupation: technologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.